Event description:
Ethicon endo-surgery ligaclip 10mm endoscopic rotating multiple clips applier was not closing the clips during a laparoscopic cholecystectomy. A 2nd "like" device was then opened and utilized.